Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign object inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found foreign material inside the light guide lens. There was no report that the device was used in a procedure while the suggested event occurred. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the light guide lens glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded the light guide which led to corrosion. Although the dirt/foreign material was confirmed inside lg-lens from provided photo it could not be identified. Therefore a definitive root cause cannot be identified. A device history review revealed the device had no nonconformity at manufacturing and was shipped in accordance with the specifications. This issue is addressed in the instructions for use (IFU): the event is detectable by handling the device in accordance with the following IFU. The IFU stated the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.